Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the operating currents measurement, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery or motor error alarms were noted. The motor passed the motor test. The pump had a bleeding lcd glass and minor scratches on the display window.